Event description:
Received a verbal report about a patient from a dialysis facility who experienced an adverse event. The facility was contacted and additional information about this patient was received. It was reported by rn that the patient had been dialyzing on this dialyzer for 6 weeks. The staff had noticed the patient had increased redness of legs, red splotches, and red blisters on legs. The rn felt the condition had grown progressively worse with the use of this dialyzer. The patient does have a history of cellulitis. The staff had noticed the redness and blistering worse during dialysis. The dialyzer has been changed to a baxter and the patient has been ordered another 8 doses of vancomycin. Also of note is additional information that the leg redness or irritation has not improved with the new dialyzer. No sample available.